Event description:
This event was reported as severe tricuspid regurgitation, congestive heart failure, chronic atrial fibrillation with fenestration in the anterior native tricuspid leaflet and some disruption of the tricuspid ring. No further info was provided.